Event description:
It was reported that there was high impedance and an apparent lead fracture on both the atrial and right ventricular leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured. Partial lead in segments returned for analysis. Findings of defib conductor distorted, inner tubing kinked/buckled, helix/lobe distorted/bent, flexed within 5cm of anchoring sleeve, outer tubing overlay melted and breached. Analysis (B)(4): distal conductor fractured. Full lead returned for analysis. Findings of inner insulation kinked buckled, outer insulation cosmetic depression, outer insulation breached depression, helix/lobe distorted/bent.